Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 560 mg/dl while wearing the pod longer than 48 hours in the abdomen. No specific symptoms reported relating to hyperglycemia. The patient reported celebrating the recent holiday by eating more food than usual and they do not feel they bolused enough insulin to cover the carbohydrates consumed. The patient was treated with 7 units of insulin subcutaneously and IV (intravenous) fluids. The patient was released within 4-5 hours. The pod was worn in the ER and patient reported they continued to wear the pod for the entire 72 hours.